Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient death which had occurred (B)(6) 2015 at 10:22 am for room 227. The customer stated that there was a possible spo2 alarm limit change during the time period preceeding the patient event and and wanted to know if that played a part. It was also reported that the spo2 transducer may have come off of the patient. There was a report of a patient death.

Manufacturer narrative:
The customer reported a patient death which had occurred (B)(6) 2015 at 10:22 am for room 227. The customer wanted to understand the role of spo2 in monitoring of the patient and wanted a review of the piic ix audit logs by philips. The customer stated that there was a possible spo2 alarm limit change during the time period preceding the patient event and wanted to know if that played a part. It was also reported that the spo2 transducer may have come off of the patient. Based on the available information it is not known what the impact of spo2 monitoring played in the patient death. The only logging for spo2 showed that the parameter was changed at 08:11 (spo2 : alarm limits high limit:100 low limit:85 m227). There is no logging of any spo2 alarm in the audit logs for the time in question (~ 06:00 - 11:00 am (B)(6) 2015) and it is not known if the spo2 transducer had come off the patient, spo2 was shut off, or the "no sensor" hard inop/technical alarm was silenced which turns off the spo2 measurement. From 08:11 to 10:22 there were *** vent fib/tach and *** vtach alarms generated and silenced by the users. There is no data to support a device malfunction based on the available information and the care givers role in the monitoring of spo2 cannot be determined based on the information available.